Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review should have been submitted in mwr-(B)(4), but seems to have been missed in error. Device history record (DHR) review: part number: 456.306s; lot number: 7300156; date of manufacture: 26 march 2013; place of manufacture: elmira; part expiration date: 28 february 2022. Description of DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 105mm sterile product was processed through the normal manufacturing and inspection operations with no rework and no relevant nonconformities (ncs) noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reported phone number and email address are unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2018, due to irritation in the hip and nonunion. The patient was initially implanted with a trochanteric fixation nail (tfn) on (B)(6) 2013. The nonunion fracture collapsed and the helical blade protruded through the femoral head into the joint surface causing the irritation. One (1) locking screw, one (1) helical blade, and one (1) tfn were removed. The procedure was successfully completed and there was no surgical delay. A delayed healing was noted. Concomitant device reported: trochanteric fixation nail (part 456.341s, lot 7225855, quantity 1), distal locking screw (part 458.950s, lot 7291312, quantity 1). This is report 1 of 1 for (B)(4).